Manufacturer narrative:
Corrected data: h6 (clinical and impact code).

Event description:
It was reported that during power on, the cardiosave intra-aortic balloon pump (iabp) unit displaying blank screen and audible alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. A getinge field service engineer (fse) evaluated the unit and verified the issue and resolved the issue by reseating video generator board and all connections. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. H3 other text : 1183 & 4020.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit displaying blank screen and audible alarm.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a